Event description:
It was reported that the patient has been doing extremely well on her vns, but has had a total of 5 spontaneous abortions while trying to get pregnant. The physician noted that the first two occurred at 4 weeks and the 3rd occurred at 2 weeks. He believes these are potentially related to the vns therapy because the vagus nerve innervates the uterus. Per the physician, repeated stimulation of the nerve could affect the window in which the uterus is able to successfully allow for fetus implantation. The physician had spoken to multiple fertility experts, and they agreed that the vns could potentially be the cause of this. He and the fertility experts closely monitored this patient and her medications and they confirmed that no medications are potentially causing the miscarriages. Patient is not on any medications due to attempting to get pregnant. The patient's generator was temporarily disabled on 04/01/2016 to see if the patient can successfully have a child with the vns programmed off.

Event description:
Follow up with the physician's office revealed that the patient has not had a history of miscarriages or similar issues prior to vns stimulation.

Event description:
It was reported that the patient's device was turned back on few months ago. The neurologist mentioned that the device was turned off previously so the patient could have a baby. He reported that the patient had several spontaneous abortions in the past that he attributed to vns.

Event description:
Physician stated that patient that had previously tried to get pregnant and kept having spontaneous abortions, which were clarified to mean miscarriages. He reported that she experienced three miscarriages (previously reported to be 5). Physician believed that the miscarriages were related to the vns. He had disabled the vns previously and the patient had conceived and delivered at that time.